Manufacturer narrative:
Investigation is ongoing. Remains implanted.

Event description:
As reported, approximately 1 year, 10 months post success tf tavr the 26mm sapien 3 ultra valve was reported to be failing due to halt. A valve in valve was planned. Medical records were received for evaluation. Tte performed approximately 30 days post implant revealed a mean gradient across the valve of 16 mmhg and an ejection fraction of 58%. The patient was hospitalized 1 year, 9 months post tavr. They presented to the ed for worsening dyspnea on exertion, systolic heart failure (ejection fraction (ef) of 28%), and nstemi type I. Tte performed at the time revealed mild aortic regurgitation and moderate valvular aortic stenosis of the thv. Prior to the valve in valve procedure, the valve leaflets were noted to be calcified with restricted motion. The patient received a 26mm sapien 3 ultra valve in a valve in valve tavr procedure. The implant was a success with no reported pvl and no complications. A tte performed on pod 2 showed a mean gradient of 11mmhg, no regurgitation, and an ejection fraction of 35%.

Manufacturer narrative:
Updated h.6 codes based on investigation closure. The device was not returned for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. A DHR review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. Imagery of the patient's anatomy was received. The native aortic annulus was severely calcified; however, it was unable to be determined if the calcification also presents on the bioprosthesis s3u valve leaflets. During manufacturing of the sapien 3 ultra transcatheter heart valve, the valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The valve calcification was confirmed based on medical record. A review of DHR provided no indication that a manufacturing nonconformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. An existing technical summary documents the root cause analysis on valve calcification over the time in patient. Per the technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints of post implantation calcification did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. As reported, ''tte performed at the time revealed mild aortic regurgitation and moderate valvular aortic stenosis of the thv. Prior to the valve in valve procedure, the valve leaflets were noted to be calcified with restricted motion with ava measured 1.4cm2 and an av mean gradient of 28 mmhg.'' As noted in the medical report, patient had history of diabetes type 2 and hyperlipidemia. Diabetes mellitus is a known factor that may increase the risk of valve calcification leading to early valve degeneration/stenosis. Hyperlipidemia is also a risk factor due to elevated cholesterol levels being implicated in the vascular calcification process. Tissue calcification is a very common failure mode of structural valve deterioration (svd), which can manifest in the form of stenosis/calcification as reported. As such, available information suggests that patient factors (diabetes mellitus, hyperlipidemia) may have contributed to the reported event.

Manufacturer narrative:
B.5 updated based on additional medical records received. Investigation is ongoing.

Event description:
As reported, approximately 1 year, 10 months post success tf tavr the 26mm sapien 3 ultra valve was reported to be failing due to halt. A valve in valve was planned.medical records were received for evaluation. Tte performed approximately 30 days post implant revealed a mean gradient across the valve of 16 mmhg and an ejection fraction of 58%. The patient was hospitalized 1 year, 9 months post tavr. They presented to the ed for worsening dyspnea on exertion, systolic heart failure (ejection fraction (ef) of 28%), and nstemi type I. Tte performed at the time revealed mild aortic regurgitation and moderate valvular aortic stenosis of the thv. Prior to the valve in valve procedure, the valve leaflets were noted to be calcified with restricted motion. Additional medical records were received for review. Pre-tavr tte noted leaflet calcification and motion restriction of the bioprosthetic aortic valve. Aortic valve aperture was 1.4cm2 and an av mean gradient 28 mmhg. Pre-tavr CT revealed valvular degeneration of the prosthesis was most likely from hypoattenuated leaflet thickening. Less likely thrombus formation (although halt can be associated with micro thrombosis) or endocarditis. No aortic insufficiency noted. Aortic valve with associated leaflet calcification and motion restriction, the aortic valve aperture is 1.4 cm2. The patient received a 26mm sapien 3 ultra valve in a valve in valve tavr procedure. The implant was a success with no reported pvl and no complications. A tte performed on pod 2 showed a mean gradient of 11mmhg, no regurgitation, and an ejection fraction of 35%.